Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample (run-1786) initially generated a positive sars-cov-2, negative influenza a & b result on liat serial number (B)(4). The patient was asymptomatic so the result was questioned. The sample was recollected and tested on a different liat analyzer (serial number (B)(4)) which generated a negative sars-cov-2, negative influenza a & b result. The initial sample was not retested. An investigation was conducted to evaluate the customer issue. No product problem was identified. A review of the data revealed initial run number 1786 performed as expected and a real pcr growth is measured for the positive sars-cov-2 target, and negative influenza a&b targets. The sars-cov-2 CT value of 28.4 and review of the curve both indicate a true positive result. No system issue was noted related to the allegation. Per FDA guidance, one(1) MDR will be filed, one per discrepant result.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample initially generated a positive sars-cov-2, negative influenza a & b result on liat serial number (B)(4). Patient was asymptomatic and results were questioned. The sample was recollected and tested on different liat serial number (B)(4) generated a negative sars-cov-2, negative influenza a & b. The initial sample was not retested. No harm was alleged. Review of the provided data for liat (B)(4), run number 1786, performed as expected and a real pcr growth is measured for the sars-cov-2 target, influenza a&b targets negative. The sars-cov-2 CT value of 28.4 and review of the curve both indicate a true positive result. A systems assessment was performed on the instrument data which indicates the allegation of a possible false positive result in run number 1786 cannot be confirmed. This run performed as expected and a real pcr growth is measured. The result can therefore be considered as true positive for the sample provided to the tube and analyzer. No system issue was noted related to the allegation. As the initial positive sars-cov-2 result sample was not retested, it is possible this sample is a true positive and a recollected sample had differences in collection or sample handling that caused the discrepancy. The customer¿s allegation is substantiated. (B)(4).